Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The device history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following a glaucoma filtration device (gfd) implant procedure, a patient developed endophthalmitis. The gfd was removed. An anterior chamber irrigation and vitrectomy were performed. Additional information was provided, that the patient experienced decreased visual acuity approximately four months following the gfd implantation. Ten days later, the symptoms were noted to be improving. According to the reporter, the other possible reasons for the event are diabetes and a positive seidel. Approximately two months following, the surgery, a positive seidel was confirmed under the bleb limbal. There was no hypopyon. Two months later, endophthalmitis was confirmed. There was fibrin (3+), anterior chamber cells (3+) and no hypopyon. A vitrectomy was performed, antibiotics were applied and the gfd was removed. The patient was hospitalized for additional treatment. The causal relationship is unclear. However, the seidel became positive because bleb localization had occurred and it created flow pass the outside of the bleb and this condition was determined as the cause of the event.